Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the implantable cardioverter defibrillator inhibited pacing when exposed to electrocautery. No intervention was performed and the device remained implanted. The patient was in stable condition.